Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were went to emergency room due to low blood glucose on (B)(6) 2019 with blood glucose of 32 mg/dl. The customer's other blood glucose is unknown. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not experience the symptoms due to low blood glucose. Customer treated low blood glucose with intravenous insulin and carbohydrate intake. Troubleshooting was done for low blood glucose and over delivery. Based on customer¿s report customer does allege over delivery. Customer reported insulin pump was not worn during a medical procedure. The customer did not recall insulin dripping or squirting from end of set before connecting at their site. The insulin pump will not be returned for analysis.